Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Initial reported facility name: (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device revealed that the plunger was outside the barrel of the syringe. The needle indicated 0 atm and the device did not show visual defects. Functional examination was performed, and there was no leak observed with the device; however, the needle of the gauge did not move and remained reading at 0 atm. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a gastrointestinal dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle would not respond when pressure was applied. The procedure was completed with another alliance inflation syringe . There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Initial reported facility name: (B)(6) hospital. Initial reporter city: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a gastrointestinal dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the gauge needle would not respond when pressure was applied. The procedure was completed with another alliance inflation syringe . There were no patient complications reported as a result of this event.